Event description:
The pt received two leads with the same lot number. It was reported the sjm rep had met with the patient for reprogramming, and invalid impedances were noted. Initially, reprogramming around the invalid contacts provided stimulation. It was reported the patient had utilized the stimulation, but wanted to have surgical intervention to regain full stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.